Event description:
Device malfunction: premature locator wings retraction. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after depressing the plunger to deploy the locator wings, the device was retracted to place the locator wings against the anterior surface of the arterial wall, the locator wings retracted causing the device to pull out of the artery. Manual compression was applied to achieve hemostasis. It was believed from the cath lab technician that "the locator wings remained deployed but the physician pulled the device back too quickly and too far causing the device to be pulled from the artery." No adverse pt effects were reported. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.